Event description:
It was reported that a revision surgery is scheduled due to a revive prosthesis issue in which the tray and stem components appeared to have dislocated from one another. The issue was identified following communication with the surgeon. The revision procedure is planned for the following day.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Manufacturer narrative:
The reported event was not confirmed, since no medical records were provided to assess the alleged failure mode. The device inspection revealed the following: in the visual inspection of returned device shows normal signs of usage and surface marks are due to extraction a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the medical records such as x-rays , CT scans must be available in order to determine the root cause of the complaint event. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that a revision surgery is scheduled due to a revive prosthesis issue in which the tray and stem components appeared to have dislocated from one another. The issue was identified following communication with the surgeon. The revision procedure is planned for the following day.